Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a battery out limit alarm from the insulin pump. The customer's blood glucose reading was 188 mg/dl. The customer stated that she received multiple batteries out limits from the pump. The customer stated that she changed the battery during the phone call and it is not turning back on. The customer stated that she received about 10 alerts after changing 8 batteries before she bought new ones. The customer was unable to clear the alarm. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with no unexpected failed battery test alarms, blank display anomalies or battery out limit alerts noted during our testing. No punctures on the isolation tape on lcd board noted during our visual inspection. The insulin pump passed displacement test and off no power test. The operating currents were in specification. However, the insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.